Event description:
We have an experienced and leading plastic & reconstructive surgeon who has a problem case with veritas. Basically after initial veritas and tissue expander implantation, he took patient back to surgery to exchange tissue expander for implant (at approx. 3 months) and found there was no integration of the matrix and tissue. He has used adms for at least 2-3 years, and veritas since we started.

Event description:
Additional information received on (B)(6)-2015: conditions of product storage: as per manufacturers recommendations. Well under 38 degrees. Occurrence date: (B)(6)-2015. Placed veritas on (B)(6)-2014 and removed last monday (B)(6)-2015. Sutured vicryl and no fenestrations. Developed some pinkness and a threatened hole in the incision the week before - taken to theatre and washed out - and veritas came out like fibrin might. The implant was replaced and so far so good. Was on antibiotics from the week before - no bugs grown from the last op. Patient was also an immediate recon with combination of tissue expander.

Manufacturer narrative:
(B)(4). Based on the additional information received a follow-up medical assessment was requested. Baxter follow-up medical assessment: the additional information received supports the initial assessment. The description of the condition of the patients skin incision is indicative of diminished blood supply due to compression of the tissue expander. A lack of good blood supply will often lead to lack of tissue integration of the graft. Baxter (B)(4) completed the investigation. Sample evaluation was performed based on a sample picture provided in the original notification. This confirmed that the tissue did not remodel. The product had ragged edges and color variation (appeared clearer on the right side of the patch). Batch record review indicated that all release/testing specifications were met for lot # spce314-01a0061. No manufacturing issue was found as the origin of this complaint. Per baxter (B)(4), it is not possible to determine the root cause of the complaint issue based on the sample picture provided. The instructions for use (IFU) indicates that the patch must be implanted in maximum contact with healthy well-vascularized tissue for remodeling to occur. The medical assessment states that the lack of integration of veritas collagen implant may have been caused by multiple surgeries, disease, and patient-related problems, as a result of the postoperative healing process. The concomitant use with the tissue expander is the most likely cause of the lack of collagen graft integration, since due to the persisting and considerable tissue pressure there is a negative impact on the microvasculature and the tissue integration process. As a consequence migration of fibroblasts is negatively impacted and the remodeling of the collagen matrix is impacted. As all manufacturing processes were completed within specifications and no trend was identified. This complaint will be kept on record for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: the lack of integration of the veritas collagen implant may have been caused by multiple surgery, disease and patient related problems, as a result of the postoperative healing process. The concomitant use with the tissue expander is the most likely cause of the lack of the collagen graft integration, since due to the persisting and considerable tissue pressure there is a negative impact on the microvasculature and the tissue integration process. As a consequence migration of fibroblasts is negatively impacted and the remodeling of the collagen matrix is impacted. The reported lack of integration does not represent an adverse event (surgery has been performed to exchange the tissue expander for implant). If a lack of tissue integration were to recur, especially in other anatomical areas and pathologies (e.g., different types of hernias), adverse health consequences cannot be excluded. Additional investigation is currently ongoing and the sample has been requested for evaluation. Upon its completion, a follow-up submission will be sent.